Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, manual cleaning cannot be continued when water/air leakage was detected. Therefore, it was judged that the device was sent to olympus without undergoing reprocessing at the user facility. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician indicated that the nozzle had foreign objects. There was no patient involvement.